Event description:
It was reported on (b)(6) 2026 that the patient¿s infusion sets fell off and peeling off from skin. Infusion set had been used for about a day. Therefore, leakage occurred at site.

Manufacturer narrative:
Initial 1 of 2.E1: Patient City : (b)(6)Patient Country: Finland Zip: (b)(6) Name: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545